Event description:
It was reported that the patient experienced stimulation in the wrong location. When stimulation was turned on the patient felt a vibrating sensation in his testicles and felt like he was being punched in the kidneys. The patient stated that stimulation has "never worked right" since the implant. The stimulation only went to his knees, and used to go further down his legs. The patient also experienced shocking in the pocket. There was no know accident related to the issue. He was reprogrammed on (B)(6) and stimulation was more comfortable, in his back area, and no longer in the testicle area. It was noted that the patient had only used stimulation 4% of the time since (B)(6) 2009. The patient left the office content with his reprogramming, but returned on (B)(6) for another programming session and x-rays. Telemetry data received showed that the patient had impedances above 3,600 ohms on most electrode pairs

Manufacturer narrative:
Programmer: model: 37742, (B)(4), lead: model: 3587a, lot# n0041332, implanted: 2006 (B)(6), explanted: unknown; lead: model: 3998, lot# v004129, implanted: 2006 (B)(6), explanted: unknown; extension: model: 3708260, (B)(4), implanted: 2006 (B)(6), explanted: unknown; extension: model: 3708360, (B)(4), implanted: 2006 (B)(6), explanted: unknown.